Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. Customer reloaded the cartridge to address the issue. Additionally, it was reported that the pump battery could not be charged. Customer¿s blood glucose level was 150 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified while the alleged cartridge alarm 25 issue could not be verified.